Event description:
It was reported a death occurred. The patient had a transcatheter aortic valve replacement (tavr) procedure and a lotus edge valve was implanted successfully. A left atrial appendage (laa) closure procedure was then performed on the same day. It was noted that the patient had moderate effusion prior to the laa closure. The patient was heparinized and the doctor performed the transseptal cross and the activated clotting time was 252 seconds. They attempted to implant a 24mm watchman laa closure device, but it was too proximal initially. They repositioned the watchman access system and redeployed it, but it was not closing the appendage entirely. They recaptured the closure device and removed it. They then attempted to implant a 27mm watchman laa closure device. The closure device was deployed too proximal and while in the process of assessing that device, the patient's blood pressure dropped and the patient went into cardiac arrest. There was a pericardial effusion that was unchanged from baseline. However due to the persistent hypotension, an emergent pericardiocentesis was performed obtaining 200 cc of serosanguineous fluid. That did not change the patient's status. They ended up releasing the closure device, although it was a very proximally placed device. They performed cardiopulmonary resuscitation (CPR) and shocked the patient several times. Finally, the patient ended up going to bypass. The closure device stayed in the patient despite not being well placed through 15 minutes of chest compression and multiple shocks. They stabilized the patient and because of the patient's status, they put the patient on extracorporeal membrane oxygenation (ECMO). They also performed a thrombectomy. They took a clot out of the left main coronary vein. It was unknown what caused the clot, but the physician suspected that it originated from the watchman sheath because it was tubular in shape. The closure device was still there via echocardiogram and fluoroscopy. The patient had been transferred to intensive care unit (ICU) after he was stabilized. They were going to do an assessment of the patient over the next couple of days just to make sure the device would stay in place. One day post procedure, the patient coded again and passed away. The patient was in a very poor health and there were lots of comorbidities. The cause of death is unknown at this time. It was further reported through medwatch form mw5094131 that the patient had an intra-aortic balloon pump in the ICU.

Event description:
It was reported a death occurred. The patient had a transcatheter aortic valve replacement (tavr) procedure and a lotus edge valve was implanted successfully. A left atrial appendage (laa) closure procedure was then performed on the same day. It was noted that the patient had moderate effusion prior to the laa closure. The patient was heparinized and the doctor performed the transseptal cross and the activated clotting time was 252 seconds. They attempted to implant a 24mm watchman laa closure device, but it was too proximal initially. They repositioned the watchman access system and redeployed it, but it was not closing the appendage entirely. They recaptured the closure device and removed it. They then attempted to implant a 27mm watchman laa closure device. The closure device was deployed too proximal and while in the process of assessing that device, the patient's blood pressure dropped and the patient went into cardiac arrest. There was a pericardial effusion that was unchanged from baseline. However due to the persistent hypotension, an emergent pericardiocentesis was performed obtaining 200 cc of serosanguineous fluid. That did not change the patient's status. They ended up releasing the closure device, although it was a very proximally placed device. They performed cardiopulmonary resuscitation (CPR) and shocked the patient several times. Finally, the patient ended up going to bypass. The closure device stayed in the patient despite not being well placed through 15 minutes of chest compression and multiple shocks. They stabilized the patient and because of the patient's status, they put the patient on extracorporeal membrane oxygenation (ECMO). They also performed a thrombectomy. They took a clot out of the left main coronary vein. It was unknown what caused the clot, but the physician suspected that it originated from the watchman sheath because it was tubular in shape. The closure device was still there via echocardiogram and fluoroscopy. The patient had been transferred to intensive care unit (ICU) after he was stabilized. They were going to do an assessment of the patient over the next couple of days just to make sure the device would stay in place. One day post procedure, the patient coded again and passed away. The patient was in a very poor health and there were lots of comorbidities. The cause of death is unknown at this time.